Event description:
In 2003, the orthodontist ahd an enamel fracture occurrence while debonding a damon bracket on a patient. The enamel fracture, approximately the same size as the bracket pad, occurred on a lower incisor. The orthodontist used ortho solo and enlight adhesive as bonding agents and debonded with a unitek loop debonder.